Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), abortion spontaneous ('stillbirth/miscarriage, birth - complication') and pregnancy with contraceptive device ('pregnacy') in a 30-year-old female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: implanon. Concurrent conditions included cervical dysplasia and uterine bleeding. Concomitant products included vardenafil hydrochloride (levitra) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant), 4 months 12 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), anxiety ("psychology injury/ psychological or psychiatric problems condition:anxiety and mental anguish") and depression ("psychological or psychiatric problems - depression"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 00: insertion details, specify- there was 3 coils noted 011 the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.3 kgs. Hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: the specimen is received in formalin labeled "left and right fallopian tubes." It consists of a fallopian tube with fimbria measuring 5.5 cm in length x 0.7 cm in diameter. This fallopian tube appears unremarkable. Also submitted in the same container are 3 segments of fallopian tube ranging from 1 cm in length to 3.5 cm in length with a diameter ranging from 0.5 to 0.7 cm. The longest segment of fallopian tube has a fimbria. No distinct mass or lesion is noted in the separated 3 fragments of fallopian tube. Representative sections are submitted in cassettes a and b. A fallopian tube with fimbria, b separated 3 segments of fallopian tube. Diagnosis left and right fallopian tubes: fallopian tube with fimbria (x2) showing no significant histopathologic changes. Lot number: 20208777 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), abortion spontaneous ('stillbirth/miscarriage, birth - complication') and pregnancy with contraceptive device ('pregnancy') in a (B)(6)-year-old female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: implanon. Concurrent conditions included cervical dysplasia and uterine bleeding. Concomitant products included vardenafil hydrochloride (levitra) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant), 4 months 12 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), anxiety ("psychology injury/ psychological or psychiatric problems condition:anxiety and mental anguish") and depression ("psychological or psychiatric problems - depression"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), sapling (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013: insertion details, specify- there was 3 coils noted 011 the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded. Pathology test - on (B)(6) 2011: the specimen is received in formalin labeled "left and right fallopian tubes." It consists of a fallopian tube with fimbria measuring 5.5 cm in length x 0.7 cm in diameter. This fallopian tube appears unremarkable. Also submitted in the same container are 3 segments of fallopian tube ranging from 1 cm in length to 3.5 cm in length with a diameter ranging from 0.5 to 0.7 cm. The longest segment of fallopian tube has a fimbria. No distinct mass or lesion is noted in the separated 3 fragments of fallopian tube. Representative sections are submitted in cassettes a and b. A fallopian tube with fimbria, b separated 3 segments of fallopian tube. Diagnosis left and right fallopian tubes: fallopian tube with fimbria (x2) showing no significant histopathologic changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abdominal pain, psych injury, miscarriage were added. Product indication was updated. On (B)(6) 2019: f/u 2 and f/u 3 processed together. New pfs received- new events added: abnormal bleeding (vaginal, menorrhagia),psychological or psychiatric problems condition: depression, anxiety and mental anguish were added. Lot number, reporters information, concomitant and treatment drugs were added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.